Manufacturer narrative:
H6: investigation summary: this investigation was conducted using the customer's provided photos. The separation was clearly presented which verified the customer's complaint. Without a sample, the root cause of this separation remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing separated from the adapter/luer connection during use. The following information was provided by the initial reporter: "defective tubing separation".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing separated from the adapter/luer connection during use. The following information was provided by the initial reporter: "defective tubing separation"